Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Component loosening; patient complaining of severe pain. Xrays show a loose glenoid component. Patient will be worked up for infection and get a CT scan and likely plan for a revision surgery. Ongoing adverse event.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Event description:
Primary diagnosis: primary glenohumeral osteoarthritis the primary study surgery was performed on (B)(6) 2012 for a total shoulder arthroplasty in anatomic configuration. Adverse event described on (B)(6) 2020: glenoid component loosening of the cortiloc pegged glenoid. "Patient complaining of severe pain. Xrays show a loose glenoid component. Patient will be worked up for infection and get a CT scan and likely plan for a revision surgery". Revision surgery performed on (B)(6) 2020, with removal of the pegged glenoid, the humeral stem and humeral head.